Event description:
A company representative reported that the tip of a cascadia an lordotic oblique inserter fractured intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient.

Manufacturer narrative:
Corrected data: g1 h6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the tip of a cascadia an lordotic oblique inserter fractured intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient.